Manufacturer narrative:
Additional information h6, h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that a spectrum pump (serial number not provided) alarmed upstream occlusion during levophed therapy at the medical intensive care unit and the patient's blood pressure "dropped significantly, and nearly coded¿. As a result, a physician "had to hand push" levophed while nurses were troubleshooting the infusion. No further information was available at the time of this report. Baxter performed follow-up due diligence with the facility to obtain additional information related to the event, the patient outcome, the reported upstream occlusion alarm, serial number of the device, and to request the device for investigation. No additional information or the device was able to be obtained at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.